Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to device not switching on. A technical support specialist contacted the customer, thereby confirmed that the issue was resolved following a reboot. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had station did not power on issue. The customer confirmed that the malfunction occurred during dispensing a medication. There were no adverse events or injuries reported based on this event.